Event description:
Additional information received confirming that the scheduled re-intervention was cancelled. The complaint file will be reopened if additional information is received at a later time.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type iiib endoleak of the bifurcated device. The event is most likely device-related due to the use of strata material. Procedure-related harms for this event could not be determined and the final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device iteration is afx with strata.

Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial implant a review of the patients CT revealed a graft failure due to a type iiib endoleak and aneurysm sac growth (unknown diameter). The physician has scheduled a secondary procedure which has yet to be completed. No further additional information or patient sequelae has been reported at this time.